Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate episode recorded. Programming changes were made. The patient status was unknown.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right atrial (ra) lead exhibited noise oversensing that caused inappropriate episode recorded. No programming changes were made and the patient continued to be monitored. The patient status was unknown.